Event description:
While I was asleep, my tandem t:slim x2 pump delivered 20 units (the max bolus, as I have it in my settings). This resulted in approximately five hours of my blood sugar being in the "urgent low" range, between 40 and 45 mg/dl. I've spoken with tandem and they claim that this was done by me, but cannot offer proof.